Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to pull any medication to multiple patients. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to pull medications to multiple patients. The technical support specialist (tss) assisted a site undergoing an upgrade where the customer requested to have a station in non-profile mode and the station had been on manual override for months prior to the upgrade to version 1.7.4. The tss advised the customer to have the pharmacist place the device in override mode. Customer coordinated with on-site staff to make the necessary changes. The case was closed after confirming that the station had been upgraded but was not placed back on override as per bd best practices. Providers had only verbal orders, so no admit discharge transfer (adt) orders were missing. The tss explained that the site needed to manually place the station in override and submit a ticket to change it to non-profile mode. The case was closed. The system functioned as intended after the technical support specialist troubleshoot the issue.